Event description:
The patient's relative reported blood glucose results of "393mg/dl" with a lifescan meter and "293 mg/dl on another meter (contour brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/03/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during a stone removal procedure in the common bile duct of a male patient (patient age and weight are unknown). During introduction, it was unable to advance the stent with the push catheter guide through the endoscope. The stent and push catheter were removed from the endoscope. Upon removed the stent was noted to be over 12f and not 10f as stated by the device packaging. The procedure was successfully completed with another percuflex biliary stent introducer system and no reported patient complications.